Event description:
It was reported that when the devices were used during a right thoracoscopy, the staples in the devices did not form a uniform "b" shape. The procedure was converted to a right upper lobe thoracotomy.